Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. When the device was returned to mmdg for evaluation the device operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR was required.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They also stated that "by the end of the day, the set won't dispense any formula". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They also stated that "by the end of the day, the set won't dispense any formula". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).